Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (serial: unknown); product type: 0200-lead; implant date ; explant date brand name activa; product ID 3708695 (serial: unknown); product type: 0191-extension; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impedance measured at low on contact 1 left during patient check with hcp. Patient is getting follow up with surgery consult for battery replacement. There are no known external factors or cause, no intervention is planned at time of this report, and issue remains unresolved.

Event description:
Device will not be returned as it was discarded by customer. No additional new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that, during a follow-up appointment with the provider following the device replacement, impedance was noted at the left vim bipolar contact, with a measured value of 154 on the new device. There was no stimulation at this contact. The occurrence and underlying reason are unknown. The provider reported having no additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.